Manufacturer narrative:
Submit date: 08/11/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample was visually and functionally evaluated. The spike connector was found detached from the tubing. The root cause is due to a lack of cyclohexane in the spike connector to the tubing. During the assembly process, the connector was not filled with the proper amount of adhesive which caused the connector to detaching from the tubing during product transportation or handling. This was found to be an isolated event. A corrective action is not required at this time. A quality alert was generated to notify the manufacturing personnel of this reported issue. This complaint will be used for tracking and trending purposes.

Event description:
On (B)(6) 2016, it was originally reported that a customer had an issue with an enteral feeding spike set. The customer stated that the device is not attached; the joint or junction or the part that is used to attach all the device was not attached. On 08/08/2016, the failure investigation revealed that the spike connector was detached from the tubing. Upon investigation review, this complaint was deemed a reportable malfunction.